Event description:
Healthcare professional reported, "deflation". Healthcare professional, later reported, "patient was stuck with a needle to implant in our office to remove rest of fluid". This record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation-breast: observed, total delamination assessed as adhesive failure. ¿ use error- breast: two openings assessed as surgical damage per rga. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "deflation". Healthcare professional later reported "patient was stuck with a needle to implant in our office to remove rest of fluid". This record is for the left side. Device was explanted.